Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. The product code (model) and lot number of the device cannot be confirmed. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that when the urinemeter device "was placed", the non-return valve built in the catheter connector was found broken. The device was removed and discarded.